Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged, however, this did not resolve the issue. Testing revealed the device is not functioning within specifications. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed a cut electrode and a dented bottom cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed dents on the bottom cover of the device. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across and between some electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.